Manufacturer narrative:
(B)(4).

Event description:
The reporter was informed of a patient's death and it was stated "a doctor did a pump trial and their patient died from it". Reporter had no further information. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Event description:
Additional information obtained later indicated that the event had occurred 5-6 years ago and it did not involve manufacture device/ components. It was stated that during a spinal tap intrathecal, morphine was given to test out possible dosing and the patient arrested. Autopsy results later showed that the patient had high levels of oxycontin in his blood stream even though he was advised not to take any pain medications for a few weeks prior to the trial. Patient suffered heart attack due to overdose.

Manufacturer narrative:
(B)(4). The date of death is unknown, the date provided is the date of notification of the patient¿s death.

Event description:
Additional information: reporter believed that the patient may have been trialed with a narcotic but was not sure. Reporter had no further information regarding patient's death.